Event description:
Reportedly, an error message appeared during the interrogation of an alizea pacemaker s/n (B)(6) . When ok was pressed, the session closed. Normal functioning was observed at the next interrogation.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: since no expertise files nor further information concerning the reported issue could be provided, the reported event could neither be confirmed nor investigated. The case is therefore closed as is and it will be reopened should any new relevant information be provided in the future.

Event description:
Reportedly, an error message appeared during the interrogation of an alizea pacemaker s/n (B)(6). When ok was pressed, the session closed. Normal functioning was observed at the next interrogation.